Event description:
The customer reported generator error messages. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply volt output was adjusted and the ps1 connector was reseated. The system was then found to be operating as intended.